Event description:
It was reported that there was a remote monitoring transmission sent due to syncope/near syncope. A lead impedance warning on the right atrial (ra) lead was noted. The lead trend showed a gradual decline in impedance since the last interrogation. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 ipg, implanted (B)(6)2008. (B)(4).